Manufacturer narrative:
The investigation did not identify a product issue. A general reagent issue could not be identified.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with elecsys anti-hav ii on a cobas 6000 e601 module. The first sample initially resulted in a negative anti-hav value (less than 20 iu/l). The sample was repeated after re-calibration, resulting in a value of 0f 0.935 coi (reactive). The second sample initially resulted in a positive anti-hav value (greater than 20 iu/l) on (B)(6) 2023. The sample was repeated after re-calibration, resulting in a value of 1.01 coi (non-reactive).

Manufacturer narrative:
The serial number of the cobas 6000 e601 module is (B)(6). The e1 phone number was provided as (B)(6). The investigation is ongoing.